Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report the insulin pump alarmed motor error during prime. Customer did not know blood glucose level. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer's boyfriend call back and stated the device alarmed motor error again and customer had woken up with blood glucose of 488 mg/dl, treated with back up plan. Customer had to complete donation process. No further information reported.